Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer woke up with blood glucose reading of 350-400 mg/dl. The customer stated that he woke up with high blood glucose in the morning for the past 2 months. The customer stated that when he goes to bed, his blood glucose readings are normal. The customer stated that when he treats his blood readings, it goes down. The customer declined to troubleshoot for high blood glucose readings.